Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values ten days after the sensor was inserted in the abdomen. According to the report, the patient's significant other called an ambulance due to the patient being unresponsive in the bedroom. The patient experienced an unspecified low reading. It was not specified whether bg or cgm, no value provided. The patient was treated in the emergency department for approximately 6 hours with unspecified IV fluids. No bg or cgm values were provided for the entire event. The patient could not recall details of the event. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.